Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing, service could not reproduce or confirmed the customer¿s reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are potential causes: water ingress inside the product. Failure of image sensor unit. Failure of the board inside the video connector. System malfunction. The event can be detected/prevented by following the instructions: ·inspection of the endoscopic image. ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Connection of the endoscope and ancillary equipment_ connection to the light source - caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. During the device evaluation, service found a leak in the scope connector. The curved rubber adhesive was chipped. The insertion tube boot was damaged due to external factors. The angle of curvature was insufficient due to the elongation of the angle wire. The angle knob play was out of specifications due to the extension of the angle wire. Scratches were observed on the insertion tube and on the operation side of the universal cord, due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer sent the subject device to an olympus service center for evaluation with a report that scope communication error code e315 occurred and could not be resolved. There was no patient or user injury reported. No further information was provided.